Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements greater than 2,000 ohms in resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Subsequently, oversensing of noise was observed resulting in inappropriate atrial tachy response (atr) mode switches. The noise was felt to be consistent with myopotentials. The patient reported that the out-of-range pacing impedance measurements was known and being monitored by the clinic for some time. Threshold measurements and pacing impedance measurements were stable in unipolar configuration. The patient was noted to have good sinus activity with complete heart block (chb) paced at 30 beats per minute (bpm). No changes were made and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that a lead fracture was suspected. The patient was scheduled for a device replacement procedure on a future date at which time, the physician planned to replace this lead. Additional information was received that surgical intervention was undertaken. This lead was surgically abandoned and replaced at the time of device explant and replacement. No additional adverse patient effects were reported. The lead was surgically abandoned and therefore, will not be returned.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements greater than 2,000 ohms in resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Subsequently, oversensing of noise was observed resulting in inappropriate atrial tachy response (atr) mode switches. The noise was felt to be consistent with myopotentials. The patient reported that the out-of-range pacing impedance measurements was known and being monitored by the clinic for some time. Threshold measurements and pacing impedance measurements were stable in unipolar configuration. The patient was noted to have good sinus activity with complete heart block (chb) paced at 30 beats per minute (bpm). No changes were made and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that a lead fracture was suspected. The patient was scheduled for a device replacement procedure on a future date at which time, the physician planned to replace this lead. Additional information was received that surgical intervention was undertaken. This lead was surgically abandoned and replaced at the time of device explant and replacement. No additional adverse patient effects were reported. The lead was surgically abandoned and therefore, will not be returned.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements greater than 2,000 ohms in resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Subsequently, oversensing of noise was observed resulting in inappropriate atrial tachy response (atr) mode switches. The noise was felt to be consistent with myopotentials. The patient reported that the out-of-range pacing impedance measurements was known and being monitored by the clinic for some time. Threshold measurements and pacing impedance measurements were stable in unipolar configuration. The patient was noted to have good sinus activity with complete heart block (chb) paced at 30 beats per minute (bpm). No changes were made and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.